Event description:
Excerpts from the operative procedure notes by surgeon: patient had numerous dense adhesions of small bowel to the abdominal wall, liver, colon which were taken down using sharp and blunt dissection. We then performed extensive and tedious lysis of adhesions carefully taking down the dense adherent adhesions to clear up adequate space for mesh placement. We used electrocautery to taken down the falciform and pre-peritoneal fat. The defect was approximated using a running #1 suture ensuring that the defects were well approximated without significant tension. As I was completing the closure of the abdominal wall defect, I noticed that the jaw of the needle driver had broken off (size of piece measuring approximately 7mm). The surgery halted and started to look for the loose piece. The size was estimated to be about 7 mm. I was unable to find the piece in the abdomen or in the fascia and I decided to undock the robot and use the c-arm to try to localize the piece. It appeared initially that based on the x-ray, the piece might have been in the left upper quadrant. We opened up the left upper quadrant incision was further extended and explored it but we were unable to locate the piece. We then obtained a few more x-rays in the ap and lateral position and it appeared it had moved within the abdominal wall. We had also made a 5cm incision over the hernia defect and explored the fascia but could not localize it. I re-docked the robot and opened up the fascial closure and re-explored the wound but still could not locate it. I called in the on call general surgeon, [name redacted], who further helped me looked for the metal piece both inside the abdomen and in the abdominal wall without success after over 2 hours of exploration. A joint decision was made to abort looking for the small metal piece as it is unlikely to cause issues given the size and is more likely to cause harm to the patient if we were to continue to look for it. The patient tolerated the procedure well without complication. Needle driver can still be used 9 times when information was checked.